Manufacturer narrative:
(B)(6) patient country: united states.

Event description:
Unomedical reference number (B)(4) event occurred in the united states, on (B)(6)2024, it was reported that patient was admitted to hospital because of diabetic ketoacidosis and the blood glucose level was 392 mg/dl and length of hospitalization went for single day. The patient also suffers symptoms with wheezing, shortness of breathing and patient also tests with ketone. No further information available